Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged some black particles are blowing out from the device and it is quite noisy during operation. No serious patient harm or injury reported. The device was returned to a third-party service center. The device was scrapped.